Event description:
A user facility reported to olympus that the screen became black and the image was not displayed/the image does not return. There was no injury or harm to the patient.

Manufacturer narrative:
Upon evaluation, it was found that there was damage to the charged coupled device unit, and the electrical contact of the video connector was shaved, which resulted in the image not being displayed. Additionally, there was a chip on the a-rubber adhesive, the video connector had a scratch as well as a crack, and scratches were found on the plate, the switch, the grip, lightguide (lg) connector, the lg-cover glass and the control unit. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct to reuse. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by the following: a defective image sensor unit, a failure in the internal circuit board of the video connector, or a system failure. Olympus will continue to monitor field performance for this device